Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm repair procedure on (B)(6) 2017 and suture was used. During the procedure the needle was broken at the swage part when excessive force was applied to the needle while closing the surgical wound on the muscle layer by continuous suturing. There were no adverse patient consequences to the patient. No additional information will be provided.